Manufacturer narrative:
(B)(4). The customer owned endoscope was received by pentax medical for evaluation on 17-dec-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician found image blackout confirming the customer complaint and documented the following inspection findings: image blackout, passed wet leak test, bending rubber glue cracking at distal side, bending rubber glue cracking at insertion tube side, air/ water nozzle glue missing, passed dry leak test, up angulation decreased, customer complaint confirmed, down angulation decreased, right /left angulation knob play, left angulation decreased, right angulation decreased, up/ down angulation knob play. The device underwent repairs including the following components: o-rings and seals, bending rubber, electrical connector assy, pcb for ccd drive pb-free. Model ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On (B)(6) 2021, a device history record(DHR) review for model ec-3490li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 06-aug-2008 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 106-aug-2008. The endoscope is awaiting repair and approved by final qc as of 03-jan-2022. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description indicating that there was no video image involving pentax medical video colonoscope model ec-3490li, serial number (B)(4). The issue was observed in the operating room, during use. There was no report of patient injury. The pentax medical sales rep responded to a good faith effort request via email on 15-dec-2021 and stated that the device failed during a diagnostic procedure and was not used to complete the procedure. The patient was not recalled for any further screening. The product was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The facility does perform pre-inspections checks and does follow all instructions for use.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: customer reported no video image. The customer stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. Therefore, we checked the returned unit and confirmed that the ccd module failure. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the bending rubber cracked, the bending rubber cracked, and the air/water nozzle missing; however, they are not the main cause, and/or irrelevant to the alleged complaint.